Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the reservoir window corner, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a cracked insulin pump. Customer's blood glucose was 89 mg/dl. Customer stated that damage is located at the reservoir window that goes into the keypad and at the reservoir threads where they screw into the pump. Customer does not remember dropping the pump and that the pump cracks in the same 2 places. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.